Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2."

Event description:
The patient was initially implanted with a bifurcated stent graft and infrarenal stent to treat an abdominal aortic aneurysm. Approximately, 5 years post-operative a CT identified a type iiib endoleak and physician elected to reline with a bifurcated stent graft and 2 infrarenal stents. This was previously reported under 2031527-2017-00494. Now, approximately 1.5 years post secondary procedure, the sac growth was identified. The physician elected to undergo an open exploration. No blood or leaks were visible but a thin yellow fluid was evacuated (no smell and c & s was negative). Ultimately a portion of the aorta was resected and rest closed back down around the intact grafts. The patient was reported as doing extremely well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported sac growth and the open repair (stent remained in place, surgeon removed part of the sac only) were confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the available medical / images to review. The final patient status was reported to be doing well. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx2" corrections: h6: result code: remove code 3233 h6: conclusion code: remove code 11.